Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had power error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, an "insert battery" message would appear on the lcd screen. This is because the battery threads are too loose to secure the battery inside the battery compartment and a loose connection results. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the loose battery threads. Device was received with a wide prominent crack in the battery tube that extends to the top of device where a piece of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly.